Event description:
Ous MDR. It was reported 2 months after implant the threshold increased. The device was reprogrammed and a battery depletion warning followed. The rv lead was repositioned. No additional patient events were reported. Should additional information become available this file will be updated.

Manufacturer narrative:
Till today, the medical products are not available for analysis and could therefore not be examined themselves. The provided information was analyzed. This confirmed the high ventricular pacing threshold mentioned in the complaint text. In addition, the test results during the follow-up on (B)(6) showed a low ventricular pacing impedance of 292 ohm. A conclusive evaluation of the defect cause is not possible despite the available information since this would require additional analyzable data, such as diagnostic images, or the rv lead itself. If additional relevant information or the device itself should become available, please send these also to us. The incident will then be updated accordingly.